Manufacturer narrative:
A company field service engineer has been on site and has started the investigation. A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that the pt cassette could be dislodged from its original position when attaching new pt tubings to the pt cassette. Alarms for leakage, low minute volume low peep were generated. There was no pt connected to the anesthesia device at the time of the event. (B)(4).